Event description:
It was reported that this inflatable penile prosthesis (ipp) was exhibiting signs of fluid loss. Upon explant, the device was tested and inspection confirmed that the tubing was occluded; therefore, fluid could not be drawn from the reservoir. A new reservoir was implanted. There were no patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination of the reservoir did not find any kinks in the tubing, but a hole and leak were found in the reservoir shell that was consistent with sharp instrument damage. Based on the information available, the reported allegations were unable to be confirmed and the conclusion of caused not established was chosen.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was exhibiting signs of fluid loss. Upon explant, the device was tested and inspection confirmed that the tubing was occluded; therefore, fluid could not be drawn from the reservoir. A new reservoir was implanted. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.